Event description:
It was reported the tip of the screwdriver broke off in the baseplate during insertion. A couple of millimeters of the central screw were still not engaged into the glenoid. Several attempts were made to remove the broken piece of the screwdriver. A variety of snaps, picks and even a hypo needle were used to try to unseat the broken tip. Though parts of the tip came out it was not able to be fully removed. Various suction tips were also used to try to get this piece out. An attempt was made to remove baseplate from central screw, however the baseplate turned indefinitely on central screw even with traction. This was tried in both clockwise and then counterclockwise fashions. Surgeon even tried doing these steps while applying pressure to implant with turning it. Both baseplate inserted and baseplate removal tool were also used to attempt these steps. Eventually surgeon opted to use a metal bur to cut screw from baseplate. A new baseplate was opened; however, no central fixation could be utilized as much of the screw could not be removed. Fixation was obtained using boss and peripheral screws as central hole was not able to be used due to cut off screw. Surgeon elected to do this as getting the rest of central the screw out after cutting off initial baseplate/screw could have damaged remaining glenoid.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
The reported event that could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following the visual inspection of the returned device confirms the alleged issue of breakage. The distal end/tip fo the device is broken and fragmented part is not available. The smooth and planar breakage patterns are the fracture site exhibits brittle fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. It did reveal that the driver noted in this complaint is a modified version of the baseplate inserter driver that has a hudson quick connection which allows the driver to be connected to handles that may provide more torque than necessary for this step in the surgical technique. Based on investigation the root cause was attributed to a user related issue. The failure was caused by application impactful torsional forces during screwing of central screw to the baseplate. The instantaneous loading at the tip of the device led to the breakage as noted in the complaint. If any further information is provided the complaint report will be updated.

Event description:
It was reported the tip of the screwdriver broke off in the baseplate during insertion. A couple of millimeters of the central screw were still not engaged into the glenoid. Several attempts were made to remove the broken piece of the screwdriver. A variety of snaps, picks and even a hypo needle were used to try to unseat the broken tip. Though parts of the tip came out it was not able to be fully removed. Various suction tips were also used to try to get this piece out. An attempt was made to remove baseplate from central screw, however the baseplate turned indefinitely on central screw even with traction. This was tried in both clockwise and then counterclockwise fashions. Surgeon even tried doing these steps while applying pressure to implant with turning it. Both baseplate inserted and baseplate removal tool were also used to attempt these steps. Eventually surgeon opted to use a metal bur to cut screw from baseplate. A new baseplate was opened, however, no central fixation could be utilized as much of the screw could not be removed. Fixation was obtained using boss and peripheral screws as central hole was not able to be used due to cut off screw. Surgeon elected to do this as getting the rest of central the screw out after cutting off initial baseplate/screw could have damaged remaining glenoid.